Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent a device upgrade procedure and overnight patient had oversensing due to myopotential oversensing. Patient was asymptomatic. Programming changes were made. Patient was stable.